Event description:
Patient had right knee acl repair on (B) (6) 2006 with anterior tibialis allograft. Sixteen months post op visit and review of MRI indicates periods of instability at least once per day. MRI showed the acl is intact. There is small joint effusion noted. Patient also experiences some pain.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)